Manufacturer narrative:
The investigation for the reported issue has been completed. Aic logs showed that console ic8625 triggered a couple battery-related alarms after roughly six months: ltlogs showed that cell 4 of battery 1 was fully depleted which caused the battery to trigger an internal safety mechanism and internally lock up (no output). This resulted in the battery failure and communication failure alarms. Battery 2 was showing signs of cell 1 voltage divergence but had not failed yet. Console was tested. Both batteries were replaced to resolve the battery failure alarm and was recorded to validate discharging/ charging. The root cause of the battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced optical signal issues with no resolution specified and a battery failure red alarm with no resolution specified. There was no report of patient harm or injury.